Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via 24 hour helpline sr. Inbox that the emergency medical service was called due to customer having low blood glucose. Customer was treated with glucagon. Customer declined follow-up.